Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2010 product type extension. Product ID 37085-60 serial# (B)(4) implanted: (B)(6) 2010 product type extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are : product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 05-feb-2014, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 05-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. The rep reported a revision, and further indicated that during a normal ins replacement (end of life reviewed) the extension was stretched and damaged after electrode 3. It was decided at that time to cut 4-7 from the extension so they could insert into the ins (extension was cut on proximal end). The cut portion of extension is fully inside the ins header block. The rep was inquiring about MRI with cut extensions. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. If information is provided in the future, a supplemental report will be issued.